Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned the sheath assembly, dilator and product lidstock for analysis. The guidewire was not returned for analysis. No defects or anomalies were observed on the sheath and dilator. Visual analysis of the guide wire could not be performed as part of this complaint investigation as it wasn't returned. A device history record review was performed and not relevant findings were identified. The instructions for use provided with this kit warns the user, "do not apply excessive force in removing guide wire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary." The customer report of a kinked guidewire could not be confirmed as the guidewire was not returned for analysis. The probable cause of guide wire kinking could not be determined based upon the information provided and without the guidewire being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.